Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected, and it was found with a spline deformed, slightly stretched and two rings detached. Polyurethane (pu) was found around of the places of the rings; however, this issue could be related with the excessive force or handling. The test related with visualization issue did not possible perform, due to the returned condition of the device. A manufacturing record evaluation (mre) was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the spline deformed and stretched and the rings detached cannot be determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. The customer had also provided a photo of the complaint device to aid in the investigation. According to pictures provided by customer, an electrode was observed out of place, near to another electrode. Based on the picture received, the customers complaint was also confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Investigational findings code of ¿appropriate term/code not available¿ was used to represent ¿electrode¿. Manufacturer's ref. # : (B)(4).

Event description:
It was reported that a patient underwent and atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an electrode became damaged. It was initially reported that there was signal interference observed on ic, bs, or all ECG (bs + ic) channels. A second catheter was used to complete the operation. This issue noise on the signals is not considered to be MDR reportable since the risk to the patient is low since the patient's heart rhythm was still visible to the operator on another monitor. On 11/16/2020, additional information was later received indicated no signal issue occurred. On 11/12/2020, additional information was received indicating they also had an issue of damage to a spline and electrode. It was reported that one of the electrode rings of the pentaray nav high-density mapping eco catheter was partially separated. When physician withdrew the catheter, one of the electrodes rings was stuck inside the non-bwi (swartz,sl1, 8.5f sheath) and when removed from the sheath, it was noticed the electrode was partially separated. The spline could not be observed on the carto 3 system. The catheter was replaced, and the issue resolved. Foreign matter was not observed. No patient consequences were reported. The visualization issue (not being able to observe the spline on the carto 3 system is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. The electrode damage issue was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a additional information on 11/12/2020 and reassessed the event as MDR reportable.